Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device reveled that the fiber tip did not exhibit signs of breaks/fractures. The glass cap bevel edge and the metal cap are not aligned. The glass cap can rotate independently of metal cap, and protruding from metal cap. There is misalignment of the metal cap output window with the red stop sign. The metal cap is not loose within the outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface, and indications of slight melting on output window. The outer flow tubing open end exhibits minor scratch marks. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. There are no signs of breakage along the fiber. Based on device analysis, the product complaint of fiber tip/cap break could not be confirmed. The damages found on the fiber were determined based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported during prostate procedure a total of three fibers were used. The first two fibers failed due to fiber tip break issue. The first fiber failed at 97211 joules and 14:10 mins of use. The second fiber failed at 346,677 joules and 40:02 mins of use. The fiber tip (cap) of both the failed fibers were cleaned during the procedure. The procedure was completed using third fiber. This event is for first failed fiber.

Event description:
It was reported during prostate procedure a total of three fibers were used. The first two fibers failed due to fiber tip break issue. The first fiber failed at 97211 joules and 14:10 mins of use. The second fiber failed at 346,677 joules and 40:02 mins of use. The fiber tip (cap) of both the failed fibers were cleaned during the procedure. The procedure was completed using third fiber. This event is for first failed fiber.